Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was needing an MRI of brain. Hcp reports pt said the ins is not functioning, speculates that the battery may be dead but was not able to confirm. Hcp also reported the pt said the controller does not work but was not able to clarify further. Hcp stated pt did not bring controller with. No further complications were reported at this time.